Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic - neck anastomosis surgical procedure, arm 1 while docked, began moving on its own down to the side and the blue led on the arm flashed as if the patient clearance button was being pressed. The customer was able to cancel and move the arm back by pressing the patient clearance button again. No related errors were found in the logs. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested arm1 functionality and the patient clearance button and verified cleaning products used by the team. The fse was unable to replicate the reported issues and no failures were found during the system evaluation. The system was tested and verified as ready for use. The probable root cause cannot be determined based on the information provided.